Event description:
This report cites five incidents of leaking infusion sets during chemotherapy treatment. Each incident is associated with one device during number. The incidents were reported to the MFR by a single distributor. The distributor has identified only one hosp that alleges the malfunction. In one incident only, the drug leaked onto a pt causing staining of clothing. There is no report of injury to any pt.